Manufacturer narrative:
(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. An 84-year-old female patient, 91 lbs., received a tavr whereas an 18f manta was utilized for closure in the right common femoral artery. Three hours post-procedure, the physician checked the groin site, and no issues were reported. Later that evening, the physician received a call of a possible hematoma developing in the groin region. Manual pressure was held although the bleeding increased. The staff continued to hold pressure for ten minutes, and eventually bleeding ceased. An ultrasound indicated diminished flow although palpable distal pulses were present. The following morning, the patient was transported back to the cath lab, contralateral access was gained, and images taken indicated a clot present in the right iliac. Distal to the manta anchor, a command wire and catheter were crossed, and balloon inflation was applied. Following inflation, the anchor was positioned against the vessel wall and distal flow returned, although a dissection was present above the anchor. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred before or during the manta deployment. Due to the access positioned proximal to the profunda, covered stent placement was not an option. The manta instructions for use posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profundal femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Large clots were noted in the proximal iliac and after multiple runs utilizing a penumbra device, not all of the clots were removed. Two self-expanding stents needed to be placed in the right iliac and post-images indicated a very slow flow distal to the popliteal artery. A vascular surgeon was requested, and the patient was transferred to the or for a cut-down. During the surgical intervention, the manta device was explanted, and the vessel was sutured for closure. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely contributed to user error due to the access site being positioned proximal to the profunda. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: a tavr patient from wednesday on (B)(6) . All steps to deploy the manta device had been done per IFU. Post angiogram was taken with no distal flow obstruction or bleeding from vessel was noted on wednesday. Dr went to see the patient approximately 3hrs post case and groin sites looked good, no issues. He was called that night around 9pm for a possible hematoma coming from the groin. The staff stated they started to hold manual pressure, but the bleeding became worse. Bleeding stopped after 10min hold and the ultrasound showed diminished flow but still had palpable distal pulses. Dr brought patient back to the cath lab at 0730 this morning. Got access left groin, up and over with 6f sheath. First pictures showed clot in right illiac. Used command wire and navi cross catheter to cross distally the manta footplate. After ballooning manta footplate with a 6.0 balloon, the distal vessel was open. It was noted the footplate was now completely against the vessel wall and now had wide open distal flow. Small dissection was noted above footplate. Covered stent was not an option because of the proximity to the profunda. Flow was not disrupted. The proximal illiac needed to have large clots removed by penumbra device. After multiple runs not all clot was removed. 2 self expanding stents needed to be place in the right illiac artery. Post images seemed encouraging but distal flow seemed very slow distal to the popliteal artery. Request for vascular surgery to come assess the patient. Dr desided to take patient to or to help close area and remove manta device.

Event description:
It was reported that: a tavr patient from wednesday (B)(6). All steps to deploy the manta device had been done per IFU. Post angiogram was taken with no distal flow obstruction or bleeding from vessel was noted on wednesday. Dr went to see the patient approximately 3hrs post case and groin sites looked good, no issues. He was called that night around 9pm for a possible hematoma coming from the groin. The staff stated they started to hold manual pressure, but the bleeding became worse. Bleeding stopped after 10min hold and the ultrasound showed diminished flow but still had palpable distal pulses. Dr brought patient back to the cath lab at 0730 this morning. Got access left groin, up and over with 6f sheath. First pictures showed clot in right illiac. Used command wire and navi cross catheter to cross distally the manta footplate. After ballooning manta footplate with a 6.0 balloon, the distal vessel was open. It was noted the footplate was now completely against the vessel wall and now had wide open distal flow. Small dissection was noted above footplate. Covered stent was not an option because of the proximity to the profunda. Flow was not disrupted. The proximal illiac needed to have large clots removed by penumbra device. After multiple runs not all clot was removed. 2 self expanding stents needed to be place in the right illiac artery. Post images seemed encouraging but distal flow seemed very slow distal to the popliteal artery. Request for vascular surgery to come assess the patient. Dr decided to take patient to or to help close area and remove manta device.

Manufacturer narrative:
(B)(4).